Event description:
It was reported to boston scientific corporation that a gold probe¿ was used during a colonoscopy procedure in the patient¿s colon performed on (B)(6) 2015. According to the complainant, during the procedure, the gold probe¿ failed to transmit current. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the device did not have any visual failure. An electrical evaluation was performed; the device passed the load test. The complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used during a colonoscopy procedure in the patient¿s colon performed on (B)(6) 2015. According to the complainant, during the procedure, the gold probe¿ failed to transmit current. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.